Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received a blood glucose result of 4.5 mmol/l at 6:00 pm on her performa system. Immediately after receiving this result the customer lost consciousness. The customer's friend's treated her with sugar, glucagon, and hypostop and called paramedic's. The paramedic's received a blood glucose result of 1.0 mmol/l on their device. The customer alleged the results of 4.5 mmol/l (performa) and 1.0 mmol/l (paramedic's) were obtained within 10 minutes. The paramedic's did not provide any treatment to the customer. The customer was not transported to the hospital. Return of the suspect device was requested for evaluation.